Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed hard error 307 on the video slice (vsl2). Since communication errors occurred previously on different printed circuit assembly (pca) in the core, the fse replaced the core assembly. The front bezel needed to be replaced as it was dirty. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported failure. The core was tested on the pca test system. The system started up failed with error 307. The vsl2 was not seen on the gemini laptop app. The vsl2 had failed. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse) during troubleshooting. Investigation revealed the following possible related system errors: error 307 - node not present: video blend lane (vbl5) in vsl2. A node configured to be present has stopped responding. The node was present at startup. Error 23 - communication error. Based on the information provided, this complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date (2020 reports) is not applicable because the product is not implantable. Information for the blank fields in initial reporter name and address is not available. Fields PMA/510k (2020 reports) and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon called in to report that they faced a critical error. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and found a communication error 23. The tse asked caller to reseat the blue fiber cable (bfc) between the console and the vision side cart (vsc), and perform a hard power cycle, but the issue persisted. The tse asked the caller to connect the bfc coming from the console to another port at the back side of the vision cart without any success. The tse identified an error 307 pointing to the video slice (vsl2). Tse tried to disable the nodes corresponding to the vsl2 by connecting to the system but this action did not resolve the issue and the procedure was converted. The procedure was completed laparoscopically with no reported injury.